Manufacturer narrative:
Reported event: an event reporting pain involving a trident shell was reported. Through the medical review trident shell malposition was confirmed. Device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a medical review was performed and noted: from the radiological information it is evident that the cup has malposition in absent anteversion. This has the effect that the anterior cup rim protrudes beyond the acetabular bone on the anterior side and this is exactly the location where the iliopsoas tendon passes along the anterior area of the hip. As such is a diagnosis of iliopsoas impingement evident. This clinical entity carries several names such as ip impingement, ip tendinitis, ip bursitis, psoas pain, psoas irritation or otherwise but they all point to the same underlying mechanism of pathology.[...] [...] During hip motion, the ip-tendon with its attachment near the lesser trochanter is one of the most important muscles to control flexion and/or rotation in the hip joint and forceful contact between ip-tendon and metal of exposed cup rim may become symptomatic as there is no normal interposing bursa to provide a smooth gliding mechanism. This may lead to anterior hip pain and this is the essence of the problem in this case. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the medical records and x-rays provided by a clinical consultant concluded: left hip cup malposition in absent anteversion caused iliopsoas tendinitis in the left hip. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Product not available.

Event description:
The patient is experiencing discomfort left hip. The complaints are as follows: pain, stiffness, soreness in the groin area, difficulty walking and difficulty climbing stairs. Update on (B)(6) 2017: patient is experiencing pain in both hips. This pi is for the left hip. Update on (B)(6) 2017: a review of the provided medical records and x-rays by a clinical consultant on (B)(6) 2017 confirmed: cup malposition causing impingement between iliopsoas tendon on the exposed anterior metal rim of the cup.